Event description:
It was reported that in the cath lab the intra-aortic balloon (iab-05840-lws, serial number (B)(4)) was inserted successfully. After the intra-aortic balloon pump (iabp) therapy began, the helium loss alert occurred. The catheter was not kinked and blood was not visible in the line. The helium line was connected correctly. No ectopic beats from pt. The pump was alarming every 2 mins. As a result, the pump was replaced with a datascope pump. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a reported delay interruption of iabp therapy, due to the exchange of the pump. There were no reported pt complications. The pt outcome is ok. Add'l info received on (B)(4) 2011 from the clinical support sales rep stated that dry old blood was found in the condensation container. It is noted that support was requested by a third party organization. Reference MDR # 1219856-2011-00119 for the iab report involving the same pt.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.